Manufacturer narrative:
D10: medical product: vngd unv 5 in1 tib trl 63/67x12, catalog# 32483822, lot#: ni. Visual examination of returned item, found signs of repeated use (nicked and gouged) and a piece has fractured off. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded, that the reported event was, due to wear and tear of the device. As it has a potential field age of 9+ years. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that during an initial right knee arthroplasty. A trial bearing broke along the handle insertion point, during trial removal. An osteotome was used to remove the trial. None of the pieces fell into the patient. And there was no surgical delay. A second set of trial bearings were used to complete the case. Attempts have been made. And no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown vanguard trial bearing, catalog# ni, lot# ni. Multiple MDR reports were filed for this event, please see associated report:0001825034-2021-02909. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trial bearing was found to be fractured after an initial right knee arthroplasty. There was no impact to the patient. Attempts have been made and no further information has been provided.